Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the left anterior descending artery. A 1.25 mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr detached in the lesion while spinning normally. Consequently, snaring was performed to remove the detached burr; however, it failed. Then, the physician used two non bsc guidewires to drag the burr into the microcatheter. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr was microscopically and visually examined. Only the burr tip was received. Inspection of the device presented no other damage or irregularities. The event description states that the burr was cut in the lesion. Device analysis determined the condition of the returned device was consistent with the reported information. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact.

Event description:
It was reported that burr detachment occurred. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr detached in the lesion while spinning normally. Consequently, snaring was performed to remove the detached burr; however, it failed. Then, the physician used two non bsc guidewires to drag the burr into the microcatheter. No further patient complications were reported and patient's status was stable.